Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed and noted grey particulate matter present in the vial. Spectroscopic evaluation determined that the material was from fragmentation of the vial stopper. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This occurred on an unknown date in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter had particulate matter. This occurred during set up. It was stated that they spiked it and then the rubber part on the vial introducing the plastic particles right into the bag. There was no patient involvement. No additional information is available.